Manufacturer narrative:
As reported in a research article, a patient had residual shunt and iatrogenic coarctation of aorta after an amplatzer duct occluder was implanted. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, ¿a challenging interventional procedure: transcatheter closure of tubular patent ductus arteriosus in patients with pulmonary hypertension¿, was reviewed. The article presents a case study of an 3.5-year-old, 12kg patient with the following patent ductus arteriosus (pda) measurements: minimal ductus diameter = 7mm, ampulla diameter = 9mm, ductal length = 7mm. It was reported on an unknown date, a 10-8mm amplatzer duct occluder I was chosen for implant to occlude a pda. After the device was implanted, it was noted there was a residual shunt and iatrogenic coarctation of aorta. A decision was made to additionally implant a 10mm amplatzer muscular ventricular septal duct. The second device was implanted successfully. [The primary and corresponding author is ilker kemal yucel, department of pediatric cardiology, university of health sciences dr. Siyami ersek thoracic and cardiovascular surgery training and research hospital, istanbul, turkey, ilkerkemalyucel@yahoo.com]. Periprocedural complications included residual shunt and surgical intervention.